Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure that a patient presented with an unexpected postoperative refractive outcome. He also reported that intended orientation of the iol was 130 degrees and it is currently at 125 degrees. Additional information was received from the surgical coordinator, who reported the iol rotation was performed.